Event description:
It was reported that the patient developed skin irritation from using the orthopak assembly. The patient is treating a right distal radius nondisplaced fracture. The patient stated that she developed a rash under the 72r electrode after one hour of use. The patient described her skin as itchy and red with little bumps. The patient discontinued using the orthopak assembly due to the skin irritation. The patient's doctor provided a script to switch the patient to a different device for treatment. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to yes; h6: impact code added 4648 - insufficient information; h6: component codes added 451 - electrode; h6: clinical code added 4545 - skin inflammation/ irritation; h6: device code updated to 2682 - patient-device incompatibility; h6: investigation code added to 3331 - analysis of production records; h6: investigation code added to 4119 ¿ insufficient information available; h6: investigation findings code added to 3221: no findings available; h6: investigation conclusions added to 4315 - cause not established. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Customer has indicated that the product is in progress of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed skin irritation from using the orthopak assembly. The patient is treating a right distal radius nondisplaced fracture. The patient stated that she developed a rash under the 72r electrode after one hour of use. The patient described her skin as itchy and red with little bumps. The patient discontinued using the orthopak assembly due to the skin irritation. The patient's doctor provided a script to switch the patient to a different device for treatment. It was reported that no further information is available.